Event description:
The customer reported that the unit would not power off unless the a/c module and battery were removed. The customer also reported the unit was beeping.

Manufacturer narrative:
The customer reported that the unit would not power off unless the a/c module and battery were removed. The customer also reported the unit was beeping. The device was evaluated at philips, and the symptoms were confirmed. Replacing the keyspan pca and the optical switch resolved the issue.